Manufacturer narrative:
(B)(4).  The customer later advised that they tested their device following the patient event and was able to duplicate the reported issue when using the quik-combo extension cable and a test load on the device. The customer observed that there was damage to the quik-combo extension cable. The customer advised that they discarded the quik-combo extension cable and the quik-combo electrodes used during the patient event.  The quik-combo electrodes were not evaluated further prior to being discarded.  When the device was tested further without the damaged quik-combo extension cable, proper device operation was observed.  Physio-control advised the customer that their device could be examined; however, the device is no longer supported by physio.  Therefore if the unit required repair, parts would not be available. The customer declined service and advised that since the device tested ok they have placed it back into service for use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device would not detect a patient when using physio-control quik-combo electrodes. Sa a result, the device would not be able to analyze the patient's ECG waveform and determine if defibrillation was required. During the event the quik-combo electrodes were placed on the patient's chest and connected directly into the device. The customer reported the device showed a "connect electrodes" message and would not detect the patient. Separately the customer also tried using a physio-control quik-combo extension cable connected to the device in conjunction with the quick-combo electrodes and reported it still could not detect the patient. A back-up device was available after approximately one (1) minute and was used to deliver energy to the patient. The patient survived the event. No further details about the patient or the event were available.